Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps3 power supply was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that during a procedure the sys displayed a communication error message and would not raise or lower the vertical lift. No pt injury was reported.